Manufacturer narrative:
(B)(4). The lot number was unknown and the sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set disconnected from a catheter. This occurred during dwell. The technical services representative advised the home patient to end therapy and start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.